Event description:
It was reported by service report that the plug was pulled off at the end of the cord. It is unknown if there was patient involvement or if there are adverse consequences to report.